Event description:
This is an international report of a leak in the patient line. The fluid was even leaking through the cap. This was noticed during priming. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The leak was found to have an undetermined cause. The problem cannot be confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.